Event description:
Unintended fluid loss to less than 3.5kg neonatal patient of 200ml over 2 hours due to incomplete seating of the ultrafiltrate pump cartridge during loading process. The device doesn't have a prime test to alert to this incomplete cartridge seating and allows therapy to proceed. FDA safety report ID # (B)(4).